Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the intensive care unit (ICU). A bcpia was installed in the patient in the operating room. The intra-aortic balloon (iab) was inserted with no issues prior and the patient arrived in the ICU for post op approximately 5:00 pm. The pump started to alarm helium leak. The usual pump (s/n (B)(4)) was out of service for a failure, therefore the arrow laboratory sent a loaner pump (s/n (B)(4)) on (B)(6) 2012. The pump was switched out (s/n (B)(4) was sent on (B)(6) 2012) to troubleshoot with no problems found on the intra-aortic balloon pump (iabp). As a result, the iab was never removed and continued for several days. On (B)(6) 2012 the iab was removed when the patient did not need the iabp therapy anymore. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is fine. The technician inspected the loan pump and couldn't detect any problems. Therefore, the leak was caused by the iab and not the pump. Additional information received on 04/20/2012 from teleflex (B)(4) clarified that bcpia stands for the patient was operated on for a replacement of the mitral value.

Event description:
It was reported that the event involved a male patient while in the intensive care unit (ICU) a bcpia was installed in the patient in the operating room. The intra-aortic balloon (iab) was inserted with no issues prior and the patient arnved in the ICU for post op approximately 5 00 pm. The pump started to alarm helium leak. The usual pump (s/n (B)(6) was out of service for a failure; therefore, the arrow laboratory sent a loaner pump (s/n (B)(6) on 23mar2012. The pump was switched out (s/n (B)(6) was sent on 26mar2012) to trouble shoot with no problems found on the intra-aortic balloon pump (iabp) as a result, the iab was never removed and continued for several days. On (B)(6) 2012 the iab was removed when the patient did not need the iabp therapy anymore. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is fine. The technician inspected the loan pump and couldn't detect any problems. Therefore, the leak was caused by the iab and not the pump. Additional information received on 20apr2012 from teleflex france clarified that bcpia stands for the patient was operated on for a replacement of the mitral value.

Manufacturer narrative:
Manufacturer control no (B)(4). Device evaluation: the iab assembly and 6" arterial pressure (ap) tubing was returned. The 6" ap tubing was attached to the luer end of the iab. There were bends in the catheter at approximately 8cm, 12cm, 47cm and 62cm from the iab distal tip. The bladder was unwrapped and there was no blood noted on exterior of the balloon. It had appeared that the iab was previously cleaned. The one-way valve was tethered to the short driveline tubing. The iab was submerged in water and pressurized. A leak was observed at the catheter to bifurcate junction. The adhesive that connects the catheter body to the bifurcation was not adhered to the catheter. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the pump started to alarm helium leak" is confirmed. There was a leak in the bond between the catheter and the bifurcate which allowed helium to escape to the atmosphere. The leak was external to the patient. The cause of this issue is manufacturing related a CAPA has been initiated to address issues with the catheter to bifurcation junction leak.